Event description:
Device malfunction: suture untied. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. General comment received from a physician during a conversation with a distributor sales rep regarding a number of undocumented incidents over an unspecified period of time. Reportedly, the physician experienced issues with the suture knots becoming untied. Hemostasis was achieved with either a second device or manual compression. The physician stated he prefers the starclose device. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the devices were discarded. The lot numbers were not identified; therefore, a device history record review could not be performed.